Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while trying to enter their blood glucose level. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that they had a magnetic resonance imaging done when asked if the insulin pump was exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind. The customer was unable to complete pump rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the high reading could not be performed due to the motor error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during basic occlusion test due to moisture damage fsr (g).motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tubelip and cracked lcd window.